Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. D4: expiration date: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
It was reported that the final screw got stuck in the abutment, which wasn¿t the case with the lab screw at the time of placing the crown. Tooth location # 27. No impact on the patient reported. Procedure was completed.